Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on the distal end nozzle and foreign material on the distal cover. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation for the events of foreign material on the plastic distal end cover of distal end, foreign material on the bending section cover of insertion section and foreign material on the bending tube of insertion section; olympus confirmed foreign material remained in device, but the type of the material cannot be identified. The foreign material was possibly not removed although the reprocessing was conducted properly, due to the physical damage on the device. It is confirmed that the foreign material residue points were deformed. Based on the results of the investigation for the event of foreign material on the distal end (c-body) of distal end, the legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. It is confirmed that the foreign material residue point was not deformed. A device history review revealed no issues that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The event can be detected/prevented by following the instructions for use: instructions for use states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.